Event description:
Lab technician reported the customer sent 5 additional samples back reporting dry minicaps. No patient injury or medical intervention was reported with the returned samples per lab technician.